Event description:
It was reported that a patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient began treatment with unspecified antibiotics. Ten days later the patient was hospitalized for not responding to the antibiotic treatment and having cloudy effluent. The pd catheter was removed and the patient was switched to hemodialysis. During the hospitalization, the hp was also diagnosed with pneumonia. The outcome of the peritonitis and the pneumonia were unknown. Ten days later the patient died. The peritoneal dialysis nurse (pdrn) reported that the cause of death was sepsis due to multi-organ failure. The pdrn stated that the source of the sepsis was unknown. No autopsy was performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for associated lot numbers h12f11018, h12h21013 and h12e20029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This complaint for peritonitis is not confirmed because disposable set was not returned to baxter, a batch review revealed no manufacturing issues, and user did not describe any types of use errors or other issues that might have caused the reported event. A cause could not be determined.